Event description:
On 8th july 2025, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that immediately following implantation into the eye the optic was observed to be scratched necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(6) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye, the iol optic was observed to be scratched. The iol was explanted through an extended incision using a soft shell technique. The iol was exchanged within the original surgery session without further incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Rayner iols undergo 100% optical inspection during manufacture. Our review of production records for the rayone aspheric rao600c batch 055269315 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 055269315. Without the ability to examine the device and without clear event details being provided it is not possible to determine the cause of the event.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye, the iol optic was observed to be scratched. The iol was explanted through an extended incision using a soft shell technique. The iol was exchanged within the original surgery session without further incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Rayner iols undergo 100% optical inspection during manufacture. Our review of production records for the rayone aspheric rao600c batch 055269315 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 055269315. The device was retained and returned to rayner for evaluation. The injector was returned dehydrated in the blister tray. Preliminary inspection of the returned injector showed that the movable flaps were firmly closed, and the plunger was fully retracted. Viscoelastic residue was also observed in the loading bay and in the nozzle. The lens was returned in a fabric gauze, it was identified to be in two pieces, consistent with having been cut to aid explantation. Visual inspection of the lens under x10 magnification was unable to identify the reported scratch on the lens. To facilitate further inspection of the returned product, the injector was disassembled. The injector parts were inspected under 10x magnification, and no damage was observed to the injector components. To facilitate further testing of the injector, the injector was re-assembled. 1x rayone aspheric rao600c from rayner's stock was loaded and injected as per the IFU. Ophteisbio3.0% ovd was used. Injection was successful, with no resistance experienced, and with no damage to the lens or injector post injection. A toluidine blue 0.5% dye test was performed on the nozzle. This test did not identify irregularity in the nozzle coating. Product return inspection performed could not confirm the event as reported. Product inspection was unable to establish the event as reported. Product testing confirms the rayone injector performs as intended/per design.

Event description:
On 8th july 2025, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that immediately following implantation into the eye the optic was observed to be scratched necessitating lens explantation and exchange.